Manufacturer narrative:
Complaint (B)(4). No clarification on material, batch and lot number from the customer. Without a material/batch we are unable to check for inventory and complaints. We have not received photos or any description of the device name. Without having sufficient information it is hard to investigate complaint issue. Hence, this complaint can not be determined.

Event description:
Customer states after tube is centrifuged, the red blood cells are leaking from under the gel. After the tube is centrifuged, the tubes are then put into transport bags and end up on their side. The red blood cells leaking from under the gel are causing the samples to look like they haven't been centrifuged. Customer is centrifuging for 10 minutes at 3500 rpms and the red blood cells still spill over.